Event description:
Patient for second operating room related to a gt complication originally inserted approximately three days previously. Pt to operating room for lap nissen/gt (14fr 1.2cm amt button) . Three days later in the morning, feedings were increased. That same day in the afternoon, stay sutures removed by surgical fellow. Rn found gt (gastric tube) elevated away from skin. Unclear to rn if balloon was filled with water. Pt made npo. Surgery called notified. Dye study ordered to assess for proper placement. Reading by radiologist stated that gt in place with no leak. Confirmed. That same day in the evening, feeing was restarted. The following morning, gt leaking. Formula colored fluid accumulated under dressing. Nnp notified, pt made npo. Surgery team called and removed gt and placed 10 fr foley. Pt administered iso dye by md and x-rays obtained. Patient scheduled for or. Patient was taken to or that day: dislodged gastrostomy tube with peritonitis,diagnostic laparoscopy, laparotomy, stamm gastrostomy.